Event description:
Event description: it was reported that during a persistent atrial fibrillation (afib) procedure, a pericardial effusion was discovered. The injury was discovered when the anesthesiologist stated they were not getting a measurable reading of the patient's blood pressure on their monitor. An arterial line was placed, and the reported blood pressure was low. The effusion was confirmed on intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis in which fluid was drained. The patient was stable at the time of reporting. The carto 3 system was used for mapping only. Boston scientific farawave catheter. Boston farapulse pulsed field ablation (pfa) ablation generator was used. Petal xml file was installed. The following j&j medtech electrophysiology products were used: carto3 external refpatch 6pack, pentaray® nav high density mapping catheter, 8f soundstar ultrasound catheter. The catheters were not available for return and that the reference and lot numbers of the catheters and patches are unknown. The ngen¿ generator was available for use; however, it was not used during this procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).